Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)

Event description:
On or about(B)(6) 2023, plaintiff underwent placement of an angiodynamics smartport product at (B)(6), by (B)(6), md. The device was implanted for the purpose of ongoing IV chemotherapy. On or about (B)(6) 2024, plaintiff presented to (B)(6), with complaints of right dvt along the common femoral vein extending to the popliteal vein. Plaintiff was diagnosed with dvt femoral (deep venous thrombosis) with thrombophlebitis.